Event description:
In 2000, a guidant ancure endograft device was used to repair an infrarenal aortic aneurysm. Four years later and abdominal aortogram revealed that the patient had a type I proximal endoleak and a possible type I distal endoleak. One month later the physician attempted to repair both endoleaks by implanting a gore excluder aaa aortic extender endoprosthesis, two gore excluder aaa contralateral leg endoprostheses, and a palmaz balloon-expandable stent. An intraoperative angiogram revealed that the endoleaks persisted, but were less prononced. Four months latedr, a second abdominal aortogram revealed that the endoleaks had not resolved. One month later, the physician removed all endovascular devices from the patient and surgically repaired the aneurysym.